Manufacturer narrative:
G4:13jan2021. B4:15jan2021. Field service engineer (fse) confirmed reported problem of low tidal volume, fse restarted the device, checked the device and found low tidal volume and determine the flow sensor is bad. The fse replaced the flow sensor to resolve the reported issue and the device returned to full functionally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jun 2020.

Event description:
The customer reported unit has carbon dioxide (co2) rebreathing risk. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.